Event description:
It was reported that the hcu30 device was not cooling the cardioplegia side effectively. The customer continued to use the unit. No pt effect reported. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and replaced two defective shunt/stop valves. The device was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.